Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection revealed no external damage. During power-on test, the device was unable to turn on using the returned batteries. During power on testing, the c segment on the top 2nd right digit of the led display was unable to illuminate. The device was able to obtain readings and alarm when parameters were breached. Internal inspection isolated the led display failure to a faulty d2 component on the system board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported some segments of the led's 7-segment display for the spo2 are blank. No patient impact or consequences were reported.